Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was low drive power on the emitter. The em interface showed one flt, indicating a fault with the emitter. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the field generator was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated. The field generator was connected to a test system and the system remained in green status during testing. Flexing the cables does not indicate any intermittent opens. No fault found. If information is provided in the future, a supplemental report will be issued.